Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing observed with the right ventricular (rv) lead that resulted in inhibition of pacing. In addition, soon after implanted, there were some fluctuations noted in rv impedance and capture. Reprogramming was performed to adjust lead sensitivity. The rv lead remains in use. No patient complications have been reported as a result of this event.